Manufacturer narrative:
The "used/damaged" vcare uterine manipulator from the robotic hysterectomy was returned to conmed for evaluation, received on 27-may-2016 . Visual inspection found the cervical cup and vaginal cone had completely detached from the manipulator tube. The proximal end of the intrauterine balloon had torn away from the manipulator tube, but the distal end was still attached. A small piece of the intrauterine balloon remained on the manipulator tube, indicating that the balloon had initially been adhered securely. There was evidence that uv adhesive had been properly applied between the manipulator tube and the intrauterine balloon. Measurement of the returned components confirmed all dimensional were within specifications and no product defects were identified during examination. It was also noted that the locking mechanism was tightened onto the manipulator tube as received. This may indicate that the locking mechanism was not released prior to removal, as instructed in the IFU, instructions for use. In this instance, the damaged condition of the returned components suggested that the most likely cause of this reported problem is use related. A review of the device history record was not possible as the lot number of the device was not available. A two (2) year review of product history for this device family showed a total of sixteen (16) similar reports of "detachment cervical cup". During this same 2-year time frame, over 483,279 units were sold worldwide, making the occurrence rate for this failure mode 0.003 percent. It should be noted, of the sixteen (16) reports of component detachments, there has been only one (1) report in which a second surgery was performed to remove the retained foreign objects. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. It should be noted that the end-user facility reported that "when the scrub nurse went to remove the uterus by pulling on the vcare, the vcare came off the uterus and the green portion remained inside the patient, which shouldn't have happened. When the vcare was examined there did not appear to be anything wrong with the vcare. The pa who was assisting in the case then came down to the vagina and removed the remaining part of the vcare. The green portion of the vcare was removed completely and no harm was done to the patient in order to get the vcare out." Based on this received information, it is believed that the reported incident is user related due to misuse of the device, as removal of the specimen (uterus) is not one of the documented indications for this device. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions, as well as removal instructions: prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup from the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: intrauterine balloon; cervical cup; vaginal cup, locking assembly, and thumbscrew) have all been retrieved from the patient.

Manufacturer narrative:
The return of the device to conmed corporation for evaluation is anticipated; however, has not been received to date. A supplemental report will be submitted on completion of the quality engineering evaluation.

Event description:
The user facility reported that during use of a conmed vcare vaginal-cervical retractor-elevator in a robotic hysterectomy when removing the uterus and the vcare, the green cervical cup detached from the device and had to be removed from the patient's vaginal canal. The procedure was completed with no further complications, surgical delay or patient injury. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse event has occurred.